Event description:
Pt receiving blood transfusion via single lumen catheter in right neck. At 2130, pt head was repositioned. A large hematoma was noted on the right side, cheek and neck measuring approximately 3.5 cm x 3.0 cm. X-ray with contrast revealed a hole in the catheter. Catheter was removed.